Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in-clinic for a scheduled follow-up with general fatigue, episodes of vt/vf associated with long charge time were observed. It was noted that the episodes ended spontaneously on its own. The device was explanted and replaced.

Event description:
New information received indicates that the patient was stable post-procedure.